Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate overinfused. The device was filled with unspecified drug. It was further reported that the unknown volume of infusion completed in 10 minutes instead of the expected time of 30 minutes. This issue was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: correction made to patient codes: (B)(4) (previously (B)(4)). The lot was manufactured from september 20, 2019 - september 23, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.